Event description:
Information received by medtronic indicated that the customer had been experienced consecutive low blood glucose for the last 5 days. Blood glucose (bg) provided was 36 mg/dl on (B)(6) 2023. It was reported that customer current blood glucose value was 105 mg/dl. Customer treated for low blood glucose with glucose tablets. Customer been using the insulin pump system within 48 hours of reported low bg event. The customer discontinued the use of the insulin pump, and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged low bgs on (B)(6) 2023. Unit was received with battery cap and found evidence of physical damage on battery cap. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed displacement accuracy test (dat) with 0.0881 inches. Unit was successfully downloaded using thump. Confirmed (0.0) units of normal bolus was delivered on (B)(6) 2023. No unexpected alarms, alerts, anomalies noted during testing or on or near event date in history files and traces. Unable to verify low bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), cracked lcd window, battery cap contact damaged (missing 2 stakes). Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bgs, and passed functional testing. Harm reported is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.